Event description:
The handpiece overheated and the patient received a minor second degree burn to their bottom right lip during a restoration procedure on tooth #42 and tooth #43. The burn was approximately 1cm x 1cm in size. On (B)(6) 2023 , the patient had a follow up visit with the doctor and the injury was fully healed without need for additional medical treatment.